Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with two 250cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with spontaneous left breast implant rupture. As a result, the patient has been scheduled for implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On may 18, 2022, mentor became aware that the patient actually suffered bilateral breast capsular contractures (baker grade unknown) on the suspect medical device back in (B)(6) 2013 and had already undergone bilateral breast implant removal surgery on (B)(6) 2013. The patient's implants then were replaced with the following devices: (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 6742470 sn: (B)(6) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 6690185 sn: (B)(6). The patient was 41-years old during that event. The rupture reported in the initial report submitted on march 2, 2022, actually happened on the replacement device on the left breast and will be reported under mrn: 1645337-2022-06787. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Capsular contracture on the right breast will be reported under mrn: 1645337-2022-06735. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's explantation surgery date has been updated to (B)(6) 2022.